Event description:
A nurse practitioner reported the patient was seen at the clinic on (B)(6) 2013, and the patient's generator was unable to be interrogated. Both of the nurse's programming systems were functioning properly. Per the nurse, the patient recently fell forward onto a wheelchair on an unknown date, and there was trauma to the area that seemed to have damaged the patient's vns. X-rays were performed, and it was initially reported there was a potential lead fracture. The patient was referred for surgical consult. The patient went for surgery on (B)(6) 2013 for a potential full (generator and lead) revision. Prior to surgery, a chest x-ray was taken, which showed a potential lead break. The surgery was completed, but only the generator was replaced. During the replacement surgery, when the incisions were made, the surgeon observed that there were a set of old electrodes attached to the nerve, in addition to the leads that were connected to the existing generator. The second set of leads/electrodes were from the previous lead revision surgery (report in report number: 1644487-2009-00402) in which they cut the old leads and left some lead and the electrodes implanted. It was therefore clarified that what they thought was a lead break, was actually just the remaining portion of the olds leads that were left implanted. A new generator was connected to the existing leads during surgery and all diagnostics were within normal limits. The patient had a follow up appointment with the nurse on (B)(6) 2013, and diagnostics still were within normal limits. Attempts for product return have been unsuccessful to date. The implant card was received and indicated the reason for generator replacement on (B)(6) 2013 was due to 'patient broke it.' Follow-up with the nurse revealed that the patient experienced increased seizures along with the suspected device issue, so the surgery was taken for seizure control. Attempts for additional information on the increased seizures have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution for both the generator and lead.

Event description:
The hospital facility reported that the device was available for return. The generator was received by the manufacturer for analysis on (B)(6) 2013, and the return product from indicated the reason for replacement as end of service. Product analysis has not been completed to date.

Event description:
Product analysis was completed on the generator. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat-eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The root cause of the asic latch-up condition is likely due to the use of cautery during explant; however, the generator was intended to be explanted. The reported failure to program allegation was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand, with a one inch spacer between the pulse generator and the programming wand. The pulse generator interrogated at all orientations. The battery, 3.063 volts as measured during completion of the measured diagvbat of the final electrical test, shows a non-ifi condition. The data in the memory locations revealed that 3.990% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator. The device performed according to specifications.